Manufacturer narrative:
Pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. However, confirmed power error due to j6 connector resistance issue.

Event description:
Customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose was 194mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.